Event description:
It was reported that the right ventricular lead was capped and replaced for an unknown reason during the procedure that occurred on (B)(6) 2016. The patient's condition throughout the procedure was unknown.

Manufacturer narrative:
Further information was requested but not received.